Manufacturer narrative:
Date sent to the FDA: 03/04/2011. (B)(4) - trocar sleeve difficult to remove. Conclusion: the product upon which this medwatch is based has been yet rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and a drain was used. The surgeon was not able to remove the blue trocar protector cap in a sterile field. There were no adverse pt consequences.